Event description:
Customer was hospitalized due to an issue related to diabetes while using the pump and related supplies for insulin therapy. There was no reported impact to the customer¿s blood glucose level beyond the incident as the lowest bg was unknown and there were no injuries reported. Customer's husband called ems and the customer received IV fluids of saline in the hospital, which resolved the issue. No pump malfunctions were identified, and cts provided information on insulin compatibility. Customer was released from the hospital without any permanent damage on (B)(6) 2025.